Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an implantable neurostimulator (ins) to help treat their lower back pain. The patient stated that the device damaged nerves in their legs, causing severe pain. The patient mentioned that they would have to turn the stimulation up very high in order to get it to help treat the pain in their back. The patient¿s healthcare provider (hcp)had them stop using the therapy for a year since it was causing problems in their legs. After that year, the patient turned it back on for two hours and it caused severe pain again. The patient then had their ins explanted. It was noted that the device was removed in (B)(6), about seven years prior to the date of this report. The patient didn¿t intend to follow up with any hcp as they had been using a tens unit that hasn¿t been causing any problems. No further complications were reported or anticipated. Indication for use was other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.